Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen is off it wont turn on. Customer's blood glucose level was 231 mg/dl at the time of incident. Customer stated that they were about to do a bolus and noticed that insulin pump was off. Customer stated that the insulin pump had crack. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. Device received with cracked case, cracked case at the display window corners and cracked lcd window. (B)(4).